Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that new lot of stapler instrument was used to resolve the issue. The sureform 60 stapler instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instruments would not unclamp after firing. It was noted the customer were able to unclamp the instrument manually. The customer tried two staplers, two drapes, and two universal manipulators (usms) but the issue persisted. The technical support engineer (tse) asked the customer if the original staplers were from the same lot and the customer confirmed the staplers were from the same lot, the tse instructed the customer to try a new lot and the issue was resolved. The procedure was completed and no known impact or patient consequence was reported.